Manufacturer narrative:
Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode of a hemolyzed sample with the incident lot was observed. Additionally, testing of the customer samples was performed and no issues were observed as the tube met product specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion based on evaluation of the customer photos, the customer¿s indicated failure mode for hemolysis with the incident lot was observed. However, testing of the customer samples was conducted and all results met test specifications. Root cause description based on the investigation, a root cause could not be determined. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had hemolysis. No serious injury or medical intervention.